Event description:
The user was exporting treatment plan information from our xio rtp system, running release 4.3.1, to a varis r & v system.the usere noticed that wedges were not being exported to the varis system correctly.the error was detected, and no patients were mistreated.